Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07998 & 3006705815-2019-02626. It was reported the patient underwent a scs system explant on (B)(6) 2019. The reason for the explant is currently unknown.

Event description:
Related manufacturer reference# 1627487-2019-07998 & 3006705815-2019-02626.

Event description:
Related manufacturer reference# 1627487-2019-07998 & 3006705815-2019-02626. Further follow-up indicates the patient had their system explanted due ineffective therapy.